Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® ultratouch¿ push button blood collection set experienced a retraction issue - delay or no retraction and needle stick injury - post use. The following information was provided by the initial reporter: translated to english. The customer stated: the "ultratouch wingset did not retract. According to the collector, the needle did not fully retract when the black button was pressed and a needlestick resulted when placing in the sharps container. She heard the click as it retracted. The appropriate infection control procedures were implemented."